Event description:
Resident had a fall during staff handling . Resident fell from a mechanical lift sling while being suspended in the air to be moved from bed to chair and landed on the floor on his left side on top of the legs of the mechanical lift machine. After a series of observations and reenactments of transferring a resident from bed to wheelchair we discovered that this mishap was not a result of operator error or of sling size but of damage where the sling attaches to the metal posts.